Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer on the 28th august 2015 passing a self-test, the device passes an additional self-test on the 30th august 2015. The device records multiple self-test fails due to a low battery between the 6th september 2015 and the last log entry on the 7th october 2015. The returned pad-pak was inserted, the device powered on with a low battery warning and a device service required prompt. A test pad-pak was installed and passed a self-test, no warnings were given and the status led continued to flash green. Investigation found the reported fault can be attributed to the failure of the pad-pak battery fuse. The measurements taken on the returned pad-pak were not consistent with the use of the device. The pad-pak fuse was replaced during testing and the measurements taken were consistent with the use of the device. This indicates a fault with the fuse thus causing the low battery fails.

Event description:
There was no patient involved in this event. Device keeps displaying red status indicator.